Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The insertion site was gluteus. The infusion set was in use for one day. No further information available.